Event description:
It was reported that the programmer needed the power cord door repaired and that it had a cracked screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the power cord bay door was broken and the display screen cracked and they were both therefore replaced. Analysis further noted that the device failed its incoming common mode/wrist electrode test and therefore its link electronic module (lem) board was replaced and calibrated. Analysis also found that it was missing hinge plate screws and upper display bullets, that its system fan was noisy, that the media bay door latch was missing as was the screw on the upper hinge display and that both the upper hinge plate and the display hasps were broken. All found defective and missing parts were replaced. (B)(4).